Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no stopper issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd preset¿ arterial blood collection syringe device plunger stopper was not sealing properly during use. The following information was provided by the initial reporter: on (B)(6), 2023, follow the doctor's advice to collect arterial blood gas for the patient, prepare materials, evaluate blood vessels, open the outer packaging of the arterial blood collection device, check the arterial blood collection device and find that the plunger stopper is not tightly sealed, and immediately replace the arterial blood collection device for the patient.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe device plunger stopper was not sealing properly during use. The following information was provided by the initial reporter: on (B)(6) 2023, follow the doctor's advice to collect arterial blood gas for the patient, prepare materials, evaluate blood vessels, open the outer packaging of the arterial blood collection device, check the arterial blood collection device and find that the plunger stopper is not tightly sealed, and immediately replace the arterial blood collection device for the patient.